Event description:
A female whose anatomical form was not suited for endovascular repair underwent aaa repair in 2008. The patient had a lot of calcification and the proximal neck relative angle to the long axis of the aneurysm was approximately 90 degrees. The procedure went as labeled. A confirmatory angiography revealed a type I proximal (1820334-2008-00542) and contralateral distal endoleaks. The main body had been placed a little low adn the iliac leg was placed on the upper position a bit. A main body extension was deployed and another iliac leg graft was placed. Both areas were reballooned. The endoleaks were reduced, but not completely resolved. The physician decided to take a "wait and see" approach because he expected the endoleaks to resolve after the heparin was neutralized. Patient outcome is unknown at this time.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to user error and patient anatomy. However, the appropriate individuals have been notified and we will continue to monitor for similar events.